Manufacturer narrative:
Doi.org/10.14503/thij-15-5628. Diego a. Lara, md, mph. Aamir jeewa, md. Barbara a. Elias, rn, ccrn. Elizabeth o. Mccullum, phd. Susan w. Denfield, md. William j. Dreyer, md. Iki adachi, md. Titanium plug closure after heartware ventricular assist device explantation in a (B)(6) girl: first u.s. Experience this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A journal article was reviewed which described a (B)(6) girl with anthracycline-induced cardiomyopathy who was successfully bridged to recovery after 12 months of support from a left ventricular assist devices (lvad). The lvad was removed via repeat sternotomy. A small mural thrombus was removed from the left ventricle cavity near the cannulation site. No further patient complications have been reported as a result of this event.